Event description:
It was reported that during a scheduled endoscopic sinus procedure "apparently the 60 degree blade snapped during surgery, and the rotatable part fell apart and the tip of the blade (rotatable part) bent 90 degrees." They took it out of the sinus and tried to fix it therefore pulling it apart a little more. The surgeon had to abort using that blade and switch to the 40 degree. There was no patient impact or injury reported.

Manufacturer narrative:
(B)(6). (B)(4). Device analysis: the returned device sample was received with portion of inner pouch with label adhered. The label identified the sample as item (B)(4) rad 60 blade, 4mm, lot number h8075747. The outer blade spiral wrap was hyperextended and unwound for the first three wraps. The tip of the outer blade was off from the inner blade and hanging from the spiral wrap. There are pieces unaccounted for. The hubs were examined under 20x magnification. No anomalies were observed to indicate the blade was improperly installed on the handpiece. This failure mode is suspected to be a compromise of the spiral wrap's integrity during surgical procedures where significant stress is imparted to the wrap(s) by pulling the bur or blade in the axial, distal direction as might occur during the shaping of bone. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. The straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces.